Event description:
It was reported that the customer received three no delivery alarms within the past two weeks. The customer received them while priming or during a bolus and resolved the alarms with an infusion set change. The customer's blood glucose was 293 mg/dl. Troubleshooting was done. The customer was able to rewind the insulin pump and run a manual prime successfully. Advised the insulin pump was working as designed and that the alarm was caused by an infusion set or reservoir occlusion. Advised to monitor insulin pump and call back if the issue reoccurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.